Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.2 was failed. Customer tried to reboot and recover the drawer, but issue persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 was failed. A field service engineer arrived at the station and had the customer log in to confirm the issue, pulled the cabinet out, removed the back panel, and manually opened the drawer, inspected the latch inseparable and verified the magnet condition. Fse then removed the back of the drawer and latch assembly, replaced the latch inseparable, reassembled the drawer, reconnected the bus cable, and powered on the station. Had the customer log in and successfully recover the storage space, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.